Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with will not piggyback was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).the device has been received and is available for evaluation. Once the device has been evaluated a follow-up report will be submitted.

Event description:
The facility representative reported a colleague infusion pump that will not piggyback flow. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.